Manufacturer narrative:
The device was evaluated by a zoll certified service provider and customer's report was duplicated. The multi-function cable connector was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed to charge and was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.